Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the introducer hard to remove. Customer inserted on the left arm, she felt the needle go in but when husband removed the serter, the sensor came off the skin. She removed the needle hub and was concern that the needle was still in the skin. She did not have any pain and does not feel or see the needle in the arm. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.